Manufacturer narrative:
Product analysis: as found condition: the react-71 catheter was returned for analysis within a shipping box and a plastic pouch. Damage location details: no damages were found with the react-71 catheter hub. However, dried blood was noted within the hub. The react-71 catheter body was found stretched from 20.0cm to 15.5cm from the catheter distal tip. The react-71 catheter distal tip was found to be in good condition. The solitaire x pusher was found broken at the stent¿s proximal marker. The remaining solitaire x pusher was not returned. The solitaire x stent non-working and working length struts were found to be in good condition. Testing/analysis: the react-71 catheter was dissected (cut) and the solitaire x stent was removed. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during retrieval¿, ¿separation¿, and ¿catheter kink/damage¿ reports were confirmed. The pusher of the solitaire x device was found broken and the stent was returned within the react-71 catheter. In addition, the react-71 catheter body was found stretched. The catheter can become stretched due to patient vessel tortuosity or user operational context if the user advances or retrieves the intraluminal device against resistance. Possible causes of ¿resistance during retrieval¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. Possible causes of ¿separation¿ can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide/balloon catheter or intermediate catheter integrity issues (i.e., kinking), pre-existing conditions (stenosis/calcified plaque), hard clots/thrombus entanglement, improper stent/catheter alignment, or microcatheter removal. However, the cause of the event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire encountered resistance with the react catheter and was disconnected. The patient was undergoing surgery for treatment of an acute ischemic cerebral infarction located in the middle cerebral artery. The accessed vessel was the middle cerebral artery (mca). It was noted the patient's vessel tortuosity was moderate. The patient was treated with tissue plasminogen activator (tpa). There was 1 pass made with the solitaire. It was reported that solitaire was deployed, and after a contrast imaging, it was pulled into the react, but resistance was felt. The stent part was torn off inside react. It was reported stent disconnection occurred. There was no vascular stenosis proximal to the thrombus formation site. The physician did not apply torque to the delivery pusher. There was one pass performed using the same stent. There was resistance or difficulties during the procedure. When the stent was collected, the proximal marker of the stent was located in the microcatheter. The stent was removed externally. There was no surgical or medicinal intervention required. The surgeon did not attempt to dislodge the stent. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an optimo guide catheter and phenom 21 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no issue with the phenom catheter. Resistance during the procedure to collect the solitaire to react. It is presumed that the stent region of the solitaire and the lumen of the react. There was detachment when the product was collected after deployment. It could not be visually confirmed whether the stent itself was torn. The clot could not be removed. It remains in the cahteter of the defective product. Multiple parts of the react were bent after removal of all of them. The tip of the solitaire sheath was secured into the hub of the microcatheter. The procedure was complted by changing to other companies products.